Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5108242/5112078, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection. Symptom of high fever was noted. The physician believed that the infection was not device related. The patient was admitted to the hospital and was explanted. No further information could be obtained.